Manufacturer narrative:
No service on the ventilator has been requested by the user facility. Service and repair is performed by a third party service provider. Additional information was requested and received. During repair it was noted that there was water in the air gas module. No pre-use check had been performed prior use of the ventilator. No parts have been returned for investigation and no ventilator logs have been provided. No further investigation has been possible, therefore the root cause of the reported event has not been determined. The most probable source of moisture/water into an air gas module is moist air from the hospital's external compressor. (B)(4).

Event description:
It was reported that during patient treatment, there was a noise and no gas output from the ventilator. There was no patient harm. (B)(4).